Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Event description:
Erc and nail over lengthened. Erc was programmed to lengthen 47mm and patient still had a week left on her prescription. However, the nail and erc had already lengthened greater than 47mm. Subsequently nail ended up breaking. Nail is retrograde 10.7mmx215mm.